Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product will not be returned for evaluation.

Event description:
It was reported the patient received the following results within 10 minutes: 14.0 mmol/l (mobile system) and 7.0 mmol/l (aviva system). The aviva test strips are no longer available to return for product evaluation.